Manufacturer narrative:
Novocure concurs with treating physician that death was related to progressive gbm. Death was not related to novottf therapy. Death is an expected event in patients with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trial, overall survival was 6.3/6.4 months in the novottf therapy and chemotherapy arm respectively. This event is being reported to the FDA as per novocure's standard operating procedures which state that any deaths that occur within 24 hours of device use be reported (patient was wearing device on day prior to death).

Event description:
Patient with recurrent glioblastoma began novottf therapy on (B)(6) 2013. On (B)(6) 2013, novocure was informed that the patient had been hospitalized in terminal condition. On (B)(6) 2013, novocure was informed that the patient had died that same day (however, when medical records became available on (B)(6) 2013, time of death was determined to be 05:08 (B)(6) 2013). Per logfile review, last device use was 13:57 (B)(6) 2013 and device was functioning as per normal operating parameters. On (B)(6) 2013, prescribing site forwarded death record and hospital summary. Per hospital summary, patient presented to the emergency department via ems on (B)(6) 2013 with 2 week history of worsening altered mental status (ams) and increased left sided weakness with some posturing, secondary to advanced gbm. Upon arrival, patient was completely nonresponsive. Physical examination was significant for tachycardiac rhythm. Patient was given 3 doses of 1 mg lorazepam for agitation. Brain CT showed a large mass in right frontal lobe with significant mass effect in combination with a right-sided subdural hematoma causing significant right to left shift and possible herniation and dilation of the left lateral ventricle. Patient was made dnr with continued comfort measures including morphine and was admitted pending planned transfer to (B)(6) the next day. However, before (B)(6) transfer could occur, patient died on (B)(6) 2013. Cause of death was brain tumor with subdural hematoma.